Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture at high outputs and atrial capture on the right ventricular (rv) lead. On (B)(6) 2023, chest x-ray was performed and remained unchanged since implant. The physician elected to explant and replace the rv lead. The patient condition was not known.

Manufacturer narrative:
Additional information: b5. The reported event of capturing problem was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. An internal short was noted due to procedural damage at the middle region of the lead. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
New information received notes that the patient was stable post-procedure.